Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was a value displayed as "low". A specific bg value was not provided. The customer received assistance from parent to administer glucagon. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.